Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, when trying to deploy the first band split and then became entangled with other bands. The device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The complainant reported that the ligator shrink wrap was not removed at the end of the setup, after tensioning the tripwire which is not describe in the instructions for use.